Event description:
It was reported that this left ventricular (lv) lead dislodged from the original implant location. Consequently, the patient underwent a revision procedure to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.